Event description:
Related manufacturer number: 3006705815-2022-15573. It was reported the patient controller displayed an error while attempting to set the ipg to MRI mode. In turn, diagnostics has found that contact 11 is high and is causing the program that the patient is on which does not use contact 11 so there is no issue with receiving therapy. Surgery may occur later.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: a000107196.